Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.